Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor and system controller showed zero flow with a continuous low flow alarm. The patient came to the clinic with low flows. The center started thrombolysis, which resolved the low flow alarms. The hospital suspected in-transit thrombosis, which resolved after thrombolysis. There had been no changes to the patient condition or anticoagulation that may have contributed, and the patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombosis was unable to be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). Review of the extracted log files confirmed a decrease in flow; however, a specific cause for the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted log file revealed that throughout the log file the average flow ranged from 3.2-4.9 liters per minute (lpm) until 20:50:23 on (B)(6) 2022 when the flow abruptly decreased. By 20:50:32 the flow was 0 lpm where it remained for the duration of the log file. This triggered 175 low flow fault flags when the estimated flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.1 lpm. Of these faults, 172 lasted over 10 seconds and low flow alarms were triggered. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jun2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.